Manufacturer narrative:
(B)(4). On (B)(6) 2018 arjo representative was informed about the event with the involvement of a maxi 500 passive lift at the (B)(6) in (B)(6). Following the information reported by the customer, while the patient was transferred, the lift tipped over. When the caregivers started to position the patient over the bed, the lift lost its stability and tipped over the bed with the patient. The lift fell on the caregiver. There was no injury reported. After the event the facility staff tested the device, they noted the device unintended movement - the lift legs continued to open when were not activated. The device was inspected by arjo representative. The functional test showed that device was working according to manufacturer's specification, no malfunction was detected. The symptom found by the facility staff could not be replicated. The device was found in goodan investigation was carried out into this complaint. Based on previous investigations, the following factors are considered to be the possible causes of lift tipping: applying the chassis brakes while attempting to move the device, using other than maneuvering handle parts of the device to move it, for example, the mast, the jib, the spreader bar or the patient, pushing the device directly on the obstructions on the floor, pushing or pulling the device sideway instead of the front direction, malfunctions of the lift or the sling. The information provided by facility confirmed that device tipped over when the caregivers started to situate the device over the bed. Due to not sufficient information provided by the facility, there is no possibility to confirmed any of above hypothesis. When reviewing similar reportable events, we have found complaints with similar fault description, when the lift tilted or tipped over. Looking at the incident scenario it has been established that maxi 500 passive floor lift was being used for patient handling at the time of the event and in that way contributed to the reportable event - device tipped over. No technical malfunction of the device was detected that could have caused or contributed to tipping failure and from that perspective, the floor lit device was up to its technical specification at the time of the incident. Nevertheless, the device was reported to tip over and in this regard, the floor lift did not meet its performance specification. No adverse event occurred.

Event description:
On (B)(6) 2018 arjo representative was informed about the event with the involvement of a maxi 500 passive lift at the (B)(6) in (B)(6). Following the information reported by the customer, while the patient was transferred from the bed, the lift tipped over. When the caregivers were lifting up the patient from the bed, the lift lost its stability and tipped over the bed with patient . The lift fall on the caregiver. There was no injury reported. After the event the facility staff tried to re-create the event. The functional test showed that lift legs were opening by itself. The device was inspected by arjo representative. The functional test showed that device was working according to manufacturer specification, no malfunction was detected.